Event description:
It was reported that the patient underwent a t8-t10 laminectomy with fusion. One of the implanted rods was discovered to be broken. The patient underwent a revision surgery and the rod was removed.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.